Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unknown set experienced leakage from the lower y-site septum during infusion of an unknown chemotherapeutic. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.